Manufacturer narrative:
A review of the device history record could not be performed because the lot number was not reported. The subject device is not available; therefore, functional testing as well as physical analysis cannot be performed. However, vessel dissection is a known risk associated with endovascular procedures and is listed as such in the device directions for use (dfu). Therefore, an assignable cause of anticipated procedural complications was assigned to this event.

Event description:
The patient was undergoing balloon stent assisted angioplasty. It was reported that post dilation of the stenosed left middle cerebral artery section, the dilated section appeared to be rough. It was suspected that vessel dissection may have occurred. The physician proceeded to deploy the stent planned for the initial treatment and the procedure was completed without clinical consequences to the patient.

Manufacturer narrative:
The subject device is not available.

Event description:
The patient was undergoing balloon stent assisted angioplasty. It was reported that post dilation of the stenosed left middle cerebral artery section, the dilated section appeared to be rough. It was suspected that vessel dissection may have occurred. The physician proceeded to deploy the stent planned for the initial treatment and the procedure was completed without clinical consequences to the patient.